Manufacturer narrative:
Pump booted up once installing an aa battery, no open book image was noted during start up and testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test. The pump failed the self test due to absence of vibration. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. No fatal critical alarms or three consecutive critical handling alarms were found in the history files or traces. Pump alarmed a pump error 63 alarm (variable #: 12) found on 02-apr-2024 at 18:35:01.000 due to a possible hardware failure. Pump alarmed a pump error 4 alarm on the event date of 02-apr-2024 at 18:35:01.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, stained keypad overlay, broken belt clip rails, pillowing keypad overlay, label damage, and missing display window/cover. Critical pump error (open book image) alarm was not observed during testing. Moisture damage was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Pump error 63 was confirmed in the pump history files and traces due to moisture damage on the electronic assembly. Pump error 4 was confirmed in the pump history files and traces as a consequence of pump error 63. Vibration anomaly was confirmed during testing due to moisture damage on the vibrating motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1712k was requested and customer response was the device will be returned.